Event description:
Pt with tracheostomy (placed in 2001) transferred from recovery to surgical floor after j-tube placement in or. Trach cuff was inflated by anesthesia prior to transfer to floor. Cuff inflated to prevent aspiration. Passy-muir speaking valve (psmv) was not on trach when pt transferred to floor. Nurse called to room by family, and pt was having respiratory distress. Nurse found psmv on trach. Nurse removed psmv and went to obtain rn. Upon return of rn and lpn to room pt in distress. Code called. During cfr, resppiratory therapist found psmv on trach. CPR unsuccessful and pt pronounced by md. Cuff had been inflated and psmv applied to trach.